Event description:
It has been reported that the syringe 0.5ml 31ga 8mm 10 bag 500 has been found with a damaged plunger stopper during use. The following has been provided by the initial reporter: material no: 328509 batch no: 9028770, unknown. It was reported that when the consumer removed needle shields on all 3 boxes found needles to be bent. 1 other syringe from lot 9028770c found a plunger stopper damaged. Verbatim: relion syringe 8mm 3/10ml, 31g caller with 3 boxes. 2 boxes discarded unknown lot # same item description, the 3rd box has lot # 9028770c. When removed needle shields on all 3 boxes found needles to be bent 1 other syringe from lot 9028770c found a plunger stopper damaged. Per us com verbatim update: from phone call: update of the verbatim should be needle were blunt not bent.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9028770. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9028770. Medical device expiration date: unknown. Device manufacture date: 2019-03-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5 ml 31ga 8 mm 10 bag 500 has been found with a damaged plunger stopper during use. The following has been provided by the initial reporter: material no: 328509, batch no: 9028770, unknown. It was reported that when the consumer removed needle shields on all 3 boxes found needles to be bent. 1 other syringe from lot 9028770c found a plunger stopper damaged. Verbatim: relion syringe 8 mm 3/10 ml, 31g caller with 3 boxes. 2 boxes discarded unknown lot # same item description, the 3rd box has lot # 9028770c. When removed needle shields on all 3 boxes found needles to be bent 1 other syringe from lot 9028770c found a plunger stopper damaged. Per us com verbatim update: from phone call: update of the verbatim should be needle were blunt not bent.